Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. He attempted to boot up the unit and the unit booted to a basic input output system (bios) screen instead of the splash screen. He opened the ccm, cleaned the ribbon cable assembly and reseated the cable. The ccm then booted to the splash screen normally and functioned as expected. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. This complaint is related to cr-86263 / MFR# 1828100-2022-00292. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during testing of the device at the service center, the central control monitor (ccm) did not boot up correctly to the splash screen. There was no patient involvement.